Event description:
IV tubing - needle-less access port (y site) leaking. Nursing staff notified by pt that IV tubing was leaking. Staff evaluated the most distal needle-less port on IV tubing and found it to be leaking. (Site of leaking fluid is capped with a blue cap).